Event description:
Customer passed out around the time he obtained a result of 121 mg/dl on the device. Fifteen minuets later a paramedic device read 32 mg/dl. Customer was reportedly given glucose by mouth and transported to the hospital. At the hospital, his blood glucose tested at 72 mg/dl. No strip information provided. No quality controls were used. Requested return of suspect device and replacement was sent.